Event description:
It was reported that the pump alarms intermittently with downstream occlusion before clearing spontaneously when attempting to deliver a dose. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in overall good condition. No issues were found in the event history log. Functional testing was unable to replicate the reported issue. The root cause was unable to be determined. Preventive maintenance and general calibration were performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.